Event description:
On 11feb2022 a patient (pt) reported a diagnosis of od corneal ulcer while wearing an unknown acuvue brand contact lens (cl) in (B)(6) 2019 while on vacation. The pt reported one night the od started hurting and the next am the od was very painful. The pt went to an eye care professional (ecp) on (B)(6) 2019 and diagnosed with a corneal ulcer in the od. The pt was prescribed unknown eye drops to use every hour for 3 days. The pt reported additional follow-up visits and stopped wearing cls. The ecp advised the pt that the cl was probably dirty, or the pts hands were dirty which could have caused the corneal ulcer. The pt is unsure what acuvue brand contact lens was worn at the time of the event but thinks it might have been the acuvue oasys for astigmatism brand contact lens. The acuvue brand could not be confirmed therefore an unknown acuvue brand contact lens will be reported. The pt reported daily cls wear and changes the cl solution daily. The pt advised the od is currently fine. On 11feb2022 a representative at the pts treating ecp office advised the pt was seen in (B)(6) 2019 and diagnosed with a corneal ulcer. There is no culture noted in the pts record. The pt was prescribed vigamox every hour for 4 days, then tapered to bid, then discontinued. The pt was seen on (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019. No additional medical information was provided. The pts medical records were requested from the treating ecp on multiple attempts, but nothing additional has been received. The lot number is unknown. The suspect od cl was discarded. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Od suspect cl was discarded.